Event description:
Based on the information provided, the patient was injected with 0.8 ml of revanesse lips+ (with lidocaine) into the upper lip area of the patient on (B)(6) 2022. Patient is (B)(6) female caucasian. According to the injector, the patient experienced bruising and swelling. Patient had minimal bleeding. Clinic has offered to dissolve the dermal filler but patient has declined medications after or before the treatment: arnica. Ice and moisturiser. Benzocaine, lidocaine, tetracaine were used as topical anaesthetic. Patient has had all the vaccinations as reported by the injector. Patient has no pre-existing risk factors reported. First time lip filler. No medical history reported. No medications reported. No allergies to dermal filler reported. Elevated fitzpatrick of 2 reported.

Manufacturer narrative:
The clinical complaint has been adequately investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no clinical complaint has been found for the particular lot number in question. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event was provided to the clinic along with the letter indicating approved areas for injection for revanesse lips+ product: "the following is a clinical opinion based on the information and photos provided by the clinic and the patient; on (B)(6) 2022 a (B)(6) patient reviewed 0.8 mls of revanesse lips + injected into her upper lip. Compounded topical anesthetic containing benzocaine, lidocaine and tetracaine was applied to the lip prior to injection. There were no reported complications such as reactions, rashes, ischemia or nodules. The patient had one "small" bruise immediately post injection which was identified and of no concern at the time. At a later date the patient reached out to the prollenium qa department complaining of 2 bruises on her upper lip. The photos provided showed 2 resolving bruises just under the vermillion border on the upper lip. There were no nodules, swelling or signs of ischemia. The bruises appeared 5-7 days old. Based on the information provided the patient experienced 2 bruises related to her lip injection. Lip bruises are typically caused by the needle or from aggressive massaging post injection. They will completely resolve within 2 weeks. I hope this opinion will be of value to all parties concerned."